Manufacturer narrative:
The pump passed the displacement, unexpected restart, off no power and self tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a cracked display window and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap appeared normal. Customer's blood glucose was 6.4 mmol/l. Insulin pump would need to be replaced.